Event description:
It was reported by a user that after a screening colonoscopy a patient previously categorized as being "higher risk" was diagnosed with a splenic rupture and had an emergency splenectomy. The procedure was reported to have not been complicated, with no pushing of the scope during insertion. It was reported that there was some difficulty passing the scope through the sigmoid region, but not at a difficulty level different to other procedures.